Manufacturer narrative:
No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with corneal erosion and irregular epithelial healing three weeks following photo refractive keratectomy of the left eye. The patient reported irritation and blur. The topical steroids were increased. Additional information is requested.